Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported regarding a trial patient with an external neurostimulator (ens). Consumer reported they got an error message when they reached 7.3v and they could not feel it. Patient also reported pain from their stimulation. Stimulation was decreased to 6.1v and felt no pain or stim. Since patient had been changing leads, leads reportedly would not be changed on the day of the report but would the day after the report. Patient also reportedly expected to feel stimulation on one side as opposed to the other. No further complications anticipated.